Manufacturer narrative:
A ge service representative performed an onsite investigation, however, no conclusion can be drawn as further repair information is unavailable at this time.

Event description:
The customer reported that the images would intermittently go black causing a loss of the live image. There is no report of pt injury.